Event description:
Caller reported that the pump quick bolus/wake button was unresponsive, and the screen remained dark unless plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.